Event description:
A healthcare provider requested MRI compatibility guidelines. The caller reported that the patient suffered an anoxic brain injury and had seizures post implant. The patient was admitted in hospital with brain injury or seizures due to lack of oxygen. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.